Event description:
It was reported that the surgeon pulled ankle clamp off with one hand and the clamp snapped off.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual analysis confirmed the reported event. One of the device flippers fractured. The device was manufactured to the g revision. There was no patient involvement. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. The reported event regarding a fractured triathlon tibial alignment ankle clamp was confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon pulled ankle clamp off with one hand and the clamp snapped off.